Event description:
Legal counsel for the patient reported patient underwent a total right hip arthroplasty on(B)(6) 2004. Subsequently, patient's legal counsel further reported patient was revised on (B)(6) 2013 due to patient allegations of pain, implant squeaking and clicking, tingling and elevated metal ion levels. Review of invoice history confirmed the modular head and acetabular cup were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Operative report noted patient underwent a right hip revision on (B)(6) 2013 due to pain, squeaking and elevated metal ion levels. Revision operative report noted the presence of brown metal stained serous fluid and metal debris. The modular head and acetabular cup were removed and replaced. Operative report noted patient underwent a left total hip arthroplasty on (B)(6) 2006. No revision procedure has been reported.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions. " and "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 4 of 4 mdrs filed for the same patient (reference 1825034-2013-05456 / 05457 & 2014-07635 /-07636).